Event description:
Customer reported that the insulin pump may have been exposed to moisture from sweat. Customer stated that the screen froze and the customer changed the batteries and received a battery out limit alarm. Customer's blood glucose reading at the time of the call was 60 mg/dl. Customer has treated with juice. Customer's blood glucose reading at the end of the call was 85 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump was tested with a test keypad and no frozen display noted. Insulin pump was unable to verify battery out limit alarm due to no button response. Insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corners and cracked battery tube threads.